Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an atrial and left ventricular lead implant. During the procedure, it was noted that the suture sleeve of the implanted right ventricular lead had split. The suture sleeve was removed and replaced. The patient experienced no consequences.